Manufacturer narrative:
Per the user guide: do not remove or add insulin from a filled cartridge. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received inaccurate fill estimates with 2 different cartridges. The customer removed the insulin from the cartridge and inserted the insulin into a third cartridge. An accurate reading was received. Blood glucose was 366 mg/dl.